Manufacturer narrative:
(B)(4). Method: the complaint rd900agu neopuff infant resuscitator was returned to fisher & paykel healthcare (fph) service centre in (B)(4), where it was inspected and repaired by a trained fph technician. The defective fascia and valve system were returned to fph in (B)(4) for further inspection. Results: visual inspection of the returned components revealed that the gas outlet port had broken off, confirming the reported fault. A lot check revealed one other complaint of this nature for lot number 090227. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the physical damage to the gas outlet port was caused by some sort of impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The neopuff was fitted with a new front panel and valve assembly, given a full performance check, and returned to the healthcare facility to be put back into service.

Event description:
A healthcare facility in (B)(6) reported that an rd900agu neopuff infant resuscitator had a broken gas outlet port. No patient consequence was reported.